Event description:
It was reported that the left atrial epicardial pacing lead was fractured; electrical confirmation was done. The lead was reprogrammed from bipolar to unipolar and remains in use. No known patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.